Manufacturer narrative:
(B)(4). The actual pump in the reported incident was returned for evaluation. A review of the pump log revealed that on (B)(6) 2011 at 11:36:43 (pump date/time) a piggyback infusion was set up with a rate of 333.3ml/hr and a vtbi of 500ml. The pump was manually started and stopped five times with these settings between 11:36:44 and 11:41:37, for a total volume infused of 23.67ml, or 99.9% of the expected volume. At 11:41:39, the pump was switched to primary mode. The pump wa manually started with a rate of 50ml/hr and stopped after 48 seconds, at which time the rate was changed to 333.3ml/hr. The pump was manually started and stopped four more times from 11:42:46 to 11:46:20. The total volume infused in primary mode was 14.26ml, or 98.5% of the expected volume. The volume infused was within the specification of 100 +/- 5%. Per the log, the pump ran as programmed. The volumetric accuracy was tested three times at a rate of 333.3ml/hr and a volume to be infused (vtbi) of 500ml in piggyback mode, consistent with the pump operation log information. The test results were within specification of 100 +/- 5% with actual delivery volumes at 510ml, 515ml, and 517ml. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow-up report will be filed.

Event description:
As reported by the user facility. Reports under infusion, occurred in ICU burn unit. Patient being treated for burns. Pump was in continuous infusions, secondary antibiotic did not infuse. No injury to patient, tubing was discarded, pump sent to biomed. New pump and new tubing used on patient.